Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "an extensive leak in my prosthesis on the left side." Also reported "nail and eye infections," and "very disorientated and had concentration problems," which were determined not to be device-related. The device has been removed.

Event description:
Patient reported left side rupture. Also reported, infection (late) and varied injuries not device related. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: also reported, infection (late) and varied injuries not device related

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified that apparently it is broken the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "an extensive leak in my prosthesis on the left side." Also reported "nail and eye infections," and "very disorientated and had concentration problems," which were determined not to be device-related. The device has been explanted.